Event description:
Caller reported a malfunction on the pump, identified by the malfunction code 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. Customer was informed they could continue using the pump and advised to call back if the issue occurred again, which they acknowledged and understood.